Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and fever. A surgical procedure was performed, during which the ipp was removed and replaced with a malleable device. No device issues and no additional patient complications were reported.